Event description:
It was reported that a patient began having problems with back and lower left extremity pain, 40% of pain in low back, 60% in left lower extremity, has failed non operative management including oral steroids, pain medication. X-ray and MRI diagnostic studies show pathology predominantly at the l5-s1 level where there is a large, broad, left sided predominant disc protrusion. It does appear to displace the traversing s1 nerve root. The patient presented with the following preoperative diagnoses: left l5-s1 herniated nucleus pulposus; left lumbar radiculopathy; lumbar stenosis. The patient underwent the following procedures: left sided transforaminal lumbar interbody fusion l5-s1; placement of interbody device at l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1; posterior spinal fusion, l5-s1. Per the op notes, a pledget of rhbmp-2/acs was inserted into the debrided l5-s1 facet joint along with local bone autograft and corticocancellous allograft chips for posterior fusion. At the l5 disc space, local autologous bone was packed anteriorly in the disc space along with a pledget of rhbmp-2/acs. The interbody device was then inserted which had been filled with rhbmp-2/acs along with some more local bone autograft. Rhbmp-2/acs was used in the interbody space. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.